Manufacturer narrative:
Na.

Event description:
The customer reported obtaining results of 4.2 inr, 7.6 inr and 2.7 inr on his coaguchek xs meter (serial number (B)(4)) within 5 minutes. He stated that the nurse used his dialysis catheter line to dose the strips after his dialysis was complete. The line was flushed with saline prior to using it to get the samples to dose the meter with. He stated this is the only way he can test as he can not get enough blood from a fingerstick. His coumadin dose was not changed. The customer is no on heparin or any direct thrombin inhibitors. He has no antiphospholipid antibodies. The customer's therapeutic range is 2-3 inr. The customer is feeling fine. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned two vials of test strips lot 202051 (vial 1 00132239, vial 2 00132802 ) containing 1 test strip and 6 test strips. The coaguchek xs meter (serial number (B)(4)) was also returned. The test strips, vial and stopper showed no noticeable defects. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The customer allegation could not be substantiated.

Manufacturer narrative:
The relevant retention test strips (lot 202051) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.